Event description:
Customer's mother reported that her daughter's insulin pump failed to alert her when there was no more insulin. The mother stated that the insulin pump did give her a low reservoir alert. The daughter's blood glucose was 270 mg/dl. The daughter was treated with the insulin pump. The mother also ran a high pressure test and the insulin pump did alarm when there was less than 5 units. Customer was advised that the insulin pump was working as designed. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).